Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) remotely accessed the station and found that no drawers were detected. The fse shut down the system and logged in locally, discovering that the firewall was turned on. After resetting the settings and rebooting the station, the fse confirmed that everything was functioning correctly.